Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump made a high pitch noise and she received a motor error alarm and a watchdog timeout alarm. She removed the battery for 5 minutes and the display got dim. She changed the battery and received an unexpected restart alarm which would not clear so she removed and reinserted the battery but the display remained blank. Blood glucose value at the time of incident is unknown; during the call it was 75 mg/dl. The customer mentioned she put saliva on the battery to try to get a response after the display went blank. She mentioned that sometimes she has issues removing the battery cap and the insulin pump has been occasionally bumped. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.